Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was able to fire during a laparoscopic gastrectomy, however the staple was not appeared and stopped which then caused incomplete staple line distally. They used another stapler to fix the staple line and to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one devices. Visual inspection of the returned product noted that the reload had a full complement of staples. The knife bar was herniated from the side of the reload with the jaws unclamped. Due to the condition of the reload functional testing could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Additionally, the investigation detected a secondary condition of over articulation that has no relationship to the reported condition. Replication of this condition may occur if the device is articulated beyond the design intent causing the blowout plate to break and fail during articulated firing. The device could have been articulated beyond the design intent through the means of the user manually exercising the articulation feature before use or firing against an object while articulated. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.